Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: screen turned white, vent continued to ventilate patient but unable to see waveform or data, the vent was alarming.

Event description:
Hamilton medical ag received the following incident description: screen turned white, vent continued to ventilate patient but unable to see waveform or data, the vent was alarming.

Manufacturer narrative:
Investigation is ongoing.